Event description:
Per independent repair center statement, the unit will not start. The key failure was the power switch would not start. Additional malfunctions were hose clamp leaking and pm kit was dirty.